Manufacturer narrative:
On 26-jun-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-jun-2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2024, mentor received additional information about the event. The patient was diagnosed with baker grade iii capsular contracture in both breasts post implantation. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-11612 for the report for the patient¿s left breast prosthesis. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. As a result, the patient is scheduled to undergo explantation on (B)(6) 2024.

Manufacturer narrative:
On 23-apr-2024, mentor received additional information about the event. Explant surgery has been postponed until (B)(6) 2024. D6b explantation month, day, and year: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-oct-2024, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. In addition, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-may-2024, mentor received additional information about the event. The lot number of the suspect medical device is 5536978. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 28-may-2024, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 480cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).